Manufacturer narrative:
(B)(6). The lot was manufactured from march 12, 2019 - march 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak was not identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the connector. This occurred while filling the device, prior to patient use. There was no patient involvement. No additional information is available.